Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 mg/dl. Reportedly, the cause of the elevated bg level was due to the customer being disconnected from the infusion site while delivering a bolus. During troubleshooting, customer technical support (cts) assisted the customer in reconnecting to the infusion site. The customer was able to successfully reconnect to his site and has delivered a bolus.